Manufacturer narrative:
A review of the manufacturing and inspection records for this lot number was conducted, and no deviations or non-conformances were recorded. No samples were returned from the customer for review, which limits our ability to confirm the defect through physical evaluation. A review of the manufacturing and inspection records for this lot number was conducted, and no deviations or non-conformances were recorded. No samples were returned from the customer for review, which limits our ability to confirm the defect through physical evaluation. The first lot manufactured with the updated pebax design was produced in march 2024. The lot associated with this complaint was manufactured in august 2023, which places it prior to the implementation of the design improvement. Therefore, this lot is considered pre-implementation, and the issue has already been addressed through the design change. Additional information provided in h.6. And h.11.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
A nurse reported that a 2.6fr PICC placed around 1400 by mcd PICC team. This placement took several attempts over 3 hrs. Infant was transferred to cicu that evening and hub of PICC was found cracked in the early hours of (B)(6) 2025. Another central line was required for continued therapy.